Manufacturer narrative:
The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, difficulty seating, valve displacement before or after frame expansion, or distortion of the valve during implantation and/or the patient¿s anatomy. Explants at implant are not typically related to a malfunction of the device. In some cases, inadequacy of the attempted implant is apparent immediately after the initial implant attempt and the device is exchanged with a device of a different size or after additional annular preparation (e.g. Additional calcific debridement or additional attention to device seating). In this case, the patient had this valve explanted, and two more valves explanted before the fourth implant was successful. As a result, the bypass time was extended. There are multiple issues - both product related and non-product related - that may extend the time the patient is on cardiopulmonary bypass. The rate of certain complications can increase with an extended cardiopulmonary bypass time. In this case, the patient required an iabp and then switched to ECMO to support ventricular function. The device was not returned to edwards for evaluation. Based on the available information, the root cause for the event remains indeterminable however it was likely due to patient and procedural factors. A manufacturing defect was not identified and there was indication that the event was due to a device malfunction. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that two 23mm pericardial aortic valves and one 25mm pericarial valve were explanted at implant. The patient also underwent aortocoronary bypass x4. The distal grafts were completed and then the aorta was opened with a hockey stick aortotomy and valve was found to be heavily calcified and bicuspid. The leaflets were resected and the annulus was debrided and sized with 21, 23 and 25 mm sizers. A 23 mm valve was prepared and seated. Upon inflation of the balloon, the balloon ruptured at about 4-4.5 atm. The valve 23mm valve was explanted and a second 23 mm valve was prepared. After seating and balloon deployment, the valve was inspected and a large annular gap was noted at the left cusp with a significant perivalvular leak due to possible under-sizing. The surgeon decided to explant this valve. After explant, the annulus was resized using the 23, 25 and 27 sizers. Based on this sizing, a 25 mm valve was prepared and implanted. Valve inspection was performed by the surgeon and the aorta was closed. Upon separation from bypass a significant perivalvular leak was identified on tee. The valve was deployed at the level of the annulus but seemed to be mostly on the right coronary cusp. The aorta was reopened and the 25mm valve was explanted and a 23mm valve was implanted in replacement and seated nicely with no pvl. The patient was successfully weaned off bypass and spontaneously returned to sr. The patient was "sagging" and in need of bolus and the ef was still poor. For that reason, the surgeon elected to place an iabp and watched him for a while but the heart was still "sagging too much" so the surgeon placed the patient on ECMO and cardohelp which brought him to very stable condition. The chest was packed and left open. The patient was sent down to the ICU in critical but stable condition. The patient was on 260 minutes of total extracorporeal circulation and 315 minutes of cumulative extracorporeal circulation time. This report is for the initial 23mm pericardial aortic valve that was explanted at implant.

Manufacturer narrative:
Edwards received additional information that on postoperative day three, the patient went into uncontrolled atrial fibrillation with rapid ventricular response which was symptomatic in nature causing hypotension. The patient was successfully weaned off vasopressin and epinephrine on post-operative day nine. The patient was readmitted to the ICU on post-operative day 21 due to several episodes of bradycardia and a permanent pacemaker was implanted. The patient was discharged in stable condition to home with services on post-operative day 26.

Manufacturer narrative:
Edwards received additional information that the patient was discharged home in stable condition with services on post-operative day 26.